Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, there was an issue with the front leading haptic and the surgeon noted the lens was scratched. The procedure was completed the same day and the product is not available for return. Additional information has been requested.

Event description:
Additional information was received indicating the plunger went over the top of the lens and the surgeon was afraid to insert the lens into the eye for fear that it was scratched. No definite confirmation that it was in fact scratched he was just afraid it was and then if he inserted it into the eye would have to remove it.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).